Event description:
It has been reported that the device is chirping after a patient use event. The user has not indicated the patient outcome.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Manufacturer narrative:
(B)(4).